Event description:
It was reported that a wireless battery module had a "board failure". During baxter's device evaluation, corrosion was found on the wireless module flex and radio printed circuit board as a result of fluid intrusion. It was also reported that there were no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "board failure". The device's wireless connection capabilities were found to be inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, causing the components to fail, rendering the unit irreparable. The device was retired from service.